Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was around 120 mg/dl, 129 mg/dl, 365 mg/dl, 375 mg/dl, 506 mg/dl and 564 mg/dl. The customer was treated with insulin pump and injection. Customer reported insulin exited at the quick release. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported customer did not allege insulin pump was under delivering. Customer declined to continue insulin pump troubleshooting. It was unknown if the auto mode feature was active during reported event. The insulin pump will not be returned for analysis.